Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and complained of not receiving low glucose alerts. Patient reported that at 10:05 am, the sensor glucose (sg) reading was 92 mg/dl where as the blood glucose was 48 mg/dl. At 6:30 pm, the g reading was 85 mg/dl but no bg value was provided. Patient did not require any medical attention or intervention and was able to resolve with the assistance from his wife.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, it was observed that there was temporary inaccuracy around 10:19 am cet on august 8. The reported event around 6:30 pm cet on august 8, was due to the inherent lag in the interstitial fluid sensing technology where the sensor glucose caught up to the calibration (capillary) glucose entries within 3-4 sensor readings. Thus, there was a delay in asserting the hypo alert at 6:42 pm cet. No further investigation was found necessary for this complaint.